Event description:
The customer reported being hospitalized due to low blood glucose of 27mg/dl. The customer was involved in a car accident, and he was the driver. Troubleshooting was performed. The caller stated that he was going to the restroom and passed out. Reviewed the priming technique and it was correct. The customer stated that the reservoir has the same amount of insulin as shown on the status screen. The customer also called regarding motor errors. The customer stated that the insulin pump was not exposed to a high magnetic field. Advised the customer that the insulin pump would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, prime and displacement tests. The insulin pump was received stuck in motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Unable to perform alarm test, occlusion and excessive delivery tests due to motor error alarm.